Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 detached prematurely. The customer reported she had not noticed it fell off, and subsequently lost consciousness. The customer reported she was able to re-gain consciousness and self-treat with bread. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor (B)(6) has been returned and investigated. No physical damage observed on sensor patch upon visual inspection and no issues were observed with the returned adhesive. Observed damaged sensor ears upon visual inspection of the sensor plug assembly. Correct plug seating was not prevented by the damaged sensor ears. Therefore would not have caused the customers complaint. Thus, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 detached prematurely. The customer reported she had not noticed it fell off, and subsequently lost consciousness. The customer reported she was able to re-gain consciousness and self-treat with bread. There was no report of death or permanent injury associated with this event.